Manufacturer narrative:
Manufacturer narrative: the customer reported that the central nurse's station (cns) did not alarm for a bradycardia event. The device was in use on patients; however no patient harm was reported. The customer sent the log files to nihon kohden for review. The logs and ECG strips were sent in for this event, however the settings were not. Therefore, it was not possible to troubleshoot the event. In addition, the printout showed tachy events (not listed in the original complaint). The printout questioned whether the device rang at 10:49:39 and the logs showed that the device rang "freq vpc" three times near the time in question. Based on the information provided, there is no indication of a device malfunction. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
The customer reported that the central nurse's station (cns) did not alarm for a bradycardia event. The customer sent the log files to nihon kohden and they are currently awaiting review. The device was in use on patients; however no patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) did not alarm for a bradycardia event.